Event description:
It was reported that after approximately 30 minutes of intra-aortic balloon (iab) therapy, the console generated autofill failure alarm and blood was found in the catheter. The customer then removed the iab and found the lumen was broken. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name - (B)(6) hospital. Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.2cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.